Event description:
It was reported that the patient never had therapeutic effect. The patient felt pain from her feet to her head that had never been controlled with her device. It was noted that the patient wanted her device explanted. Two months later, it was reported that the patient experienced a loss of stimulation/therapeutic effect. It was unclear if the patient never had therapeutic effect or experienced a loss of therapeutic effect. It was indicated that there were high impedances on most of the patient's leads and she was not feeling stimulation from existing programming. The patient refused to use the system again when programmed on good leads because the feeling at any setting aggravated her neuropathy. It was stated that the patient was electing to have her implant removed even though normal parasthesia could be provided on the good electrodes, but the explant had not been scheduled yet. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2007 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2007 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2007 (B)(6), product type recharger, product ID 37742, serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).